Event description:
The customer reported twenty-seven (27) false positive results with the binaxnow covid-19 ag card occurring in the month of (B)(6) 2022. This MFR. Report addresses test fourteen (14) of twenty-seven (27) with an unknown lot. The customer reported a false positive result with the binaxnow covid-19 ag card performed on (B)(6) 2022 on a nasal sample with the kit swab. Repeat testing was performed and generated a negative result. Pcr confirmation testing (platform: perkin-elmer) generated a positive result and was performed within 48 hours. Per the customer, the confirmation test was performed when either symptomatic patients receive negative results with binaxnow covid-19 ag card, or upon request of the patient or healthcare provider. The patient was symptomatic and was not known to be covid-19 positive at the time of testing. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. Per the customer, routine testing was being performed in k-12 schools and the ag cards have been functioning as expected. The customer did not allege a malfunction of the device and confirmed this is routine reporting per the binaxnow covid-19 ag card instructions for use (IFU).

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-04212 through 1221359-2022-04238.

Event description:
The customer reported twenty-seven (27) false positive results with the binaxnow covid-19 ag card occurring in the month on (B)(6) 2022. This MFR. Report addresses test fourteen (14) of twenty-seven (27) with an unknown lot. The customer reported a false positive result with the binaxnow covid-19 ag card performed on (B)(6) 2022 on a nasal sample with the kit swab. Repeat testing was performed and generated a negative result. Pcr confirmation testing (platform: perkin-elmer) generated a positive result and was performed within 48 hours. Per the customer, the confirmation test was performed when either symptomatic patients receive negative results with binaxnow covid-19 ag card, or upon request of the patient or healthcare provider. The patient was symptomatic and was not known to be covid-19 positive at the time of testing. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. Per the customer, routine testing was being performed in k-12 schools and the ag cards have been functioning as expected. The customer did not allege a malfunction of the device and confirmed this is routine reporting per the binaxnow covid-19 ag card instructions for use (IFU).

Manufacturer narrative:
Corrected data: b5 (date of testing). Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.